Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6) 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed. Upon visual inspection, damage was noted to the end of the device. Upon functional testing, it was noted that the device functioned as required. The most likely cause for the reported failure can be attributed to wear and tear.

Event description:
On 07/06/2022, it was reported by a sales representative via (B)(4) that a ar-9597-20 angled reamer sleeve when the drive shaft engages with it, it starts to bind somewhere, preventing the drive shaft from rotating inside the reamer sleeve. It's the reamer sleeve because the drive shaft worked fine in the other three sleeves in the set. This occurred during an unknown time on (B)(6) 2022. There was no patient effect reported.